Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal impedance occurred during the implantation of the implantable neurostimulator (ins). Impedance of the combination related to the electrode 3 exceeded 6000ohms to 7000ohms. Others were normal. Several attempts were made repeatedly, but the impedance was not settled, and there was no problem after the activa adaptor was replaced with a new one. The issue was coped with a back-up product. The cause of the event was due to the malfunction of the activa adaptor. The issue was resolved at the time of the report. No patient symptoms reported.